Event description:
During a periodic inspection, it was reported that the device displayed all three (attention, charge pak and wrench) icons and failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.